Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. This is 1 of 2 reports associated with complaint (B)(4). Concomitant medical products and therapy dates: 4fr sheath introducer by unspecified manufacturer, a guide wire of 0.356mm outer diameter by unspecified manufacturer, a 4fr angiographic guiding catheter by unspecified manufacturer, and a dcs syringe ii (lot unknown), 4mm tornado coil, a 5mm tornado coil, a 2mm hilal coil, 3 more tornado coils - details unknown, prowler select plus ((B)(4)), trupush ((B)(4), lot unknown).

Event description:
It was reported by the hospital contact that after a 4mm tornado coil, a 5mm tornado coil, a 2mm hilal coil were successfully placed in the target lesion site, the complaint galaxy ((B)(4)) was inserted as the filling coil. However, the physician experienced a severe resistance at the distal side of the complaint prowler select plus ((B)(4)). The physician attempted to withdraw the galaxy, but he also experienced a severe resistance withdrawing it. The physician decided to remove the galaxy and the prowler together, and the galaxy was extracted from the prowler after they were safely removed from the patient. When the physician inspected each of the devices used in the procedure, he identified a foreign matter at the tip of a trupush ((B)(4), lot unknown), which was used to insert the tornado coils. For precaution, all the devices were replaced with new devices to continue the procedure, and after 3 more tornado coils (details unknown) were added, the procedure was completed without further issues. However, because of the event there was about 30 minutes delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the products prior to the event. There was no unintended detachment of the coil observed in the mc. There were no reports of any damages to neither of the devices after use. The complained products will be returned for analysis. No further information is available. The procedure was the coil embolization of the patient¿s mapca. The patient¿s sex and dob were unknown, whose vessels were moderately tortuous but not calcified.

Manufacturer narrative:
It was reported by the hospital contact that after a 4mm tornado coil, a 5mm tornado coil, a 2mm hilal coil were successfully placed in the target lesion site, the complaint galaxy (640cf0515/15924880) was inserted as the filling coil. However, the physician experienced a severe resistance at the distal side of the complaint prowler select plus (606-s252x/15739445). The physician attempted to withdraw the galaxy, but he also experienced a severe resistance withdrawing it. The physician decided to remove the galaxy and the prowler together, and the galaxy was extracted from the prowler after they were safely removed from the patient. When the physician inspected each of the devices used in the procedure, he identified a foreign matter at the tip of a trupush (632774x, lot unknown), which was used to insert the tornado coils. For precaution, all the devices were replaced with new devices to continue the procedure, and after 3 more tornado coils (details unknown) were added, the procedure was completed without further issues. However, because of the event there was about 30 minutes delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the products prior to the event. There was no unintended detachment of the coil observed in the mc. There were no reports of any damages to neither of the devices after use. The complained products will be returned for analysis. No further information is available. The procedure was the coil embolization of the patient¿s mapca. The patient¿s sex and dob were unknown, whose vessels were moderately tortuous but not calcified. A 4fr sheath introducer by unspecified manufacturer, a guide wire of 0.356mm outer diameter by unspecified manufacturer, a 4fr angiographic guiding catheter by unspecified manufacturer, and a dcs syringe ii (lot unknown) were used for this procedure. A non-sterile orbit galaxy tdl cmplx fill coil 5x15 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer and support coil were inspected and no damages were noted on them. The gripper was found damage with wave condition while the embolic coil was found without damage. The gripper and the embolic coil were inspected under microscope; the gripper was found with wave condition while the embolic coil was found without damage. The od from the delivery tube was measured and was found within specification. A lab sample micro-catheter was flushed using a lab sample syringe (nipro) and after that the received galaxy device was introduced into the lab sample micro-catheter and even the damages found on the gripper (wave condition) it advance smoothly until the microcatheter's distal tip without any difficulty. (Note: the functional test could not be performed with the received micro-catheter under the investigation # (B)(4) due to it was found saturated of dry blood). A review of the manufacturing documentation associated with this lot 15924880 presented no issues during the manufacturing process that can be related to the reported complaint. The failures reported by the customer as ¿dcs ¿ impeded in micro-catheter and coil - withdrawal difficulty¿ were not confirmed during the functional test. The damage found on the gripper (wave condition) appears was due to applying excessive on the device but it could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures from leaving the facility. Therefore no corrective action will be taken at this time. (B)(4).